Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported issues with infusion sets from two boxes. Tubing near the injection disconnected at the night from the quick release. The patient also stated that tubing was mat and rough. No further information available.